Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. The top slide did not self-activated during the drop test. An x-ray of the device showed that the cannula tangs were not fully engaging with the device housing when the top slide was in the primed position. The device was further tested by cocking and firing the device 15 times in an apple with each trigger, for a total of 30 tests. The device was able to prime and fire properly. Upon disassembly, it was noted that the left and right bumpers were bent by the spring. Therefore, the investigation is unconfirmed for self activation. The bent bumpers likely contributed to the incomplete cannula tang engagement and self-activation. However, the definitive root cause could not be determined based upon available information. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry) 01/2021). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation for an ultrasound guided liver biopsy the device allegedly self activated. A coaxial was not used and the procedure was completed with another device. There was no patient contact.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry) 01/2021.

Event description:
It was reported that during preparation for an ultrasound guided liver biopsy the device allegedly self activated. A coaxial was not used and the procedure was completed with another device. There was no patient contact.